Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the second and third bands deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the second and third bands deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had seven bands attached. The handle did not show insertion marks of the trip wire. The suture thread, ligator housing teeth, and the suture hole were all in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, the device was in good condition with all bands attached in the ligator housing, and the suture was also in good condition. The ligator housing was in good condition, and the handle assembly had no marks of insertion of the trip wire, which suggest non-use of the returned device. It is possible that due to the manipulation or the technique used by the physician at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality causing the reported problem. However, there is not enough evidence to determine whether the adverse event was due to some problem with the device as the returned device was in good condition. Therefore, the most probable root cause of this complaint is no problem detected.